Event description:
A review of the manufacturer¿s in-house programming history database revealed high impedance on a generator. On (B)(6) 2017 a system diagnostic was performed and resulted in high impedance. On (B)(6) 2017 system diagnostics were again performed and resulted in high impedance. Additional relevant information has not been received to-date.